Event description:
It was reported that during setup for a surgical procedure at the healthcare facility, the safety switch on the maestro drill with handswitch was not working. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during setup for a surgical procedure at the healthcare facility, the safety switch on the maestro drill with handswitch was not working. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation in progress.